Event description:
(B)(4)

Manufacturer narrative:
(B)(4). The unit was investigated by a maquet service tech. It was found that the battery had expired in 2013. The battery was replaced. Proper charging was verified. Functional testing and safety check was performed according to factory specs. The device was returned to service. (B)(4).